Manufacturer narrative:
Device not received for evaluation.

Event description:
During a total abdominal hysterectomy procedure, the staples did not lock. The surgeon applied suture. The hosp reported that no pt injury had occurred.